Event description:
The customer contact reported charring on the ac receptacle of the device. The device was returned from a nurse who stated that "connector ac" is damaged. No specific pt information, pump programming, or event details were provided. During testing at the user facility, charring was noted on the ac connection receptacle of the device. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.